Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the luer lock connector of the hls cannula was cracked. The blood leakage was occurred due to the crack on luer lock and the failure was detected during treatment. The product had been used 2 days. No harm to any person has been reported.

Manufacturer narrative:
It was reported that the luer lock connector of the hls cannula was cracked. The blood leakage was not occurred due to the crack on luer lock and the failure was detected during treatment. The product had been used 2 days. Customer did not change the product. No harm to any person has been reported. The photograph was received which shows the reported failure, cracks on the luer lock connector. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. The production history records (dhrs) of the affected be-pal 1523 with lot# 3000154176 was reviewed on 2022-05-27. According to the DHR result, the product be-pal 1523 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. It was stated within this complaint that hls cannula had been used for two days when the crack was found. A visual control was performed before treatment by customer and there could not be found any damages or cracks on the connector. Customer did not change the product since no leakage was occurred due to crack. The treatment was completed without any problem. On the other hand, it was reported that customer did not change the patient position. The customer also did not used any cleaning agent on the product. The issue was also evaluated by medical affairs. It was confirmed that the crack on the luer lock connector of hls cannula could be occurred by over-tightness. It could be conclude that overtightening of a closing cap or a stopcock on to the luer hub may cause a crack vertically in the hub area. Over-tightening may occur either by hand or by using a clamp to apply or tighten a dead-ender (dead end cap) or stopcock. Based on the received information and investigation results, the reported failure could be linked to the risk assessment and control of hls cannulae and the most probable cause could be: use error: lack of attention on device handling overtightening of a closing cap or a stopcock on to the luer hub may cause a crack vertically in the hub area cannula connection - mechanical damage to cannula during removal of fem cap the occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : the photograph was received which shows the failure clearly, crack on the connector. No product investigation is required since the photograph shows failure.

Event description:
(B)(4).